Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned vascular treatment and the procedure was completed as planned by restarting the system. It was reported to philips that the system couldn't save the images. It was also reported that a distributor had checked the system onsite and during troubleshooting, it was found that the hard disk drive of the ippc (image processing pc) was defective. The distributor replaced the hard disk drive in the ippc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the customer was unable to save images, which can impact imaging. The device was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.